Event description:
A peritoneal dialysis (pd) patient¿s contact for a pd patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the patient¿s contact reported that the patient has been in the hospital since (B)(6) 2023 due to an infection. During a call with the peritoneal dialysis registered nurse (pdrn), the pdrn stated that the patient was hospitalized due to peritonitis and was discharged from the hospital. Upon follow up, the pdrn reported the patient presented to the emergency room on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) was collected, and the patient was diagnosed with peritonitis. The patient was formally admitted and was treated with intraperitoneal (ip) vancomycin 1000 mg every other day and ip ceftazidime 1000 mg daily. The patient¿s preliminary peritoneal effluent culture result returned positive for staphylococcus epidermidis, and the patient¿s ceftazidime was discontinued. The pdrn attributed causality to an unspecified touch contamination event, however no additional details were provided. Per the pdrn, the events were unrelated to any fresenius product(s), drug(s), and/or device(s) deficiency or malfunction. The patient was discharged on (B)(6) 2023 as her abdominal pain had resolved, and the peritoneal effluent fluid became clear. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.